Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the home patient to start over with new supplies. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.